Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap appendectomy, all of the staples did not fire and the stapler would not open so that we could change out the reload. There is no further information available about the event. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a64g. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one gst45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.